Event description:
It was reported that the insulin pump alarmed motor error and weak battery alarms. The caller did not know the blood glucose reading. She stated that the bad battery event just happened all of a sudden. She stated that she did not feel comfortable using the insulin pump. No damage to the device was observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. No battery out limit alarm was noted. All operating currents are within specification. The insulin pump passed selftest. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.